Event description:
The facility reported a pump with failure code 703. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.

Manufacturer narrative:
A request for the return of the device has been made.